Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy following an MRI of her hip. The MRI was not related to the spinal cord stimulator, and the patient's relevant medical history included spinal pain. The patient turned the stimulation off for an MRI, and the stimulation wasn't the same after she turned the therapy back on; the stimulation changed after the MRI, even though the patient did not change the setting. The patient stated she felt a tiny bit of stimulation in her back and down her leg when she was in group a at 8.40 volts. The patient checked the device with the patient programmer. When the patient synced the ins with the patient programmer, the patient programmer showed that the stimulation was on and that the patient was in group a at 8.40 volts. The patient had the ability to change the stimulation. The patient switched to group b at 5.70 volts, but could only feel stimulation on the left side and upper hip. The patient then switched to group c at 5.10 volts (#1 and #2 were at 6.00 volts), and the patient was now able to have the stimulation coverage she needed. A follow-up report will be sent should additional information be received.